Manufacturer narrative:
H.6. Investigation summary: customer reported a molecular false positive result. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention/returned samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. Complaint is unconfirmed based on retention/returned samples and batch history record review results.

Event description:
It was reported that during use with the bd bactec¿ peds plus¿/ f culture vials (plastic), a molecular false positive result was obtained. There was no report of patient impact. The following information was provided by the initial reporter: 1 molecular false positive.

Event description:
It was reported that during use with the bd bactec¿ peds plus¿/ f culture vials (plastic), a molecular false positive result was obtained. There was no report of patient impact. The following information was provided by the initial reporter: 1 molecular false positive.

Manufacturer narrative:
D4. Medical device expiration date: unknown h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H4. Device manufacture date: unknown.

Manufacturer narrative:
The following fields have been updated: d4. Medical device lot #: 3145901. D4. Medical device expiration date: 26-feb-2024. H4. Device manufacture date: 25-may-2023.